Event description:
During the case, the physician attempted to treat a lesion located mid "lad": the cutting balloon was inflated to 5 atm. The physician noted that the balloon failed to maintain pressure. Angio of "lad" showed a stain at the mid "lad". Physician then stented the mid "lad" with a multilink 3.5 mm x 13 mm stent. 1st notified on 08/16/00.